Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use states, under the intended use section, that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and the reported difficulty grasping and single leaflet device attachment (slda) appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one tricuspid valve leaflet, but remained attached to the other leaflet. It was reported that on (B)(6) 2016, the patient underwent a procedure to treat tricuspid valve regurgitation of grade 4, with mitraclip implantation. Several attempts were made to grasp the tricuspid leaflets, including repositioning; however, it was difficult to capture two leaflets. The physician was finally able to grasp the septal and anterior leaflet, but only a small portion of the anterior. An additional attempt was made to grasp the septal and anterior leaflets and the physician felt that an adequate amount of leaflet tissue was grasped and the clip was deployed. After a few minutes, the clip detached from the anterior leaflet, remaining attached to the septal leaflet. The procedure was ended, with the tricuspid regurgitation remaining unchanged. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of unchanged tricuspid regurgitation was a result of procedural conditions due to the single leaflet device attachment (slda), as the regurgitation remained the same after the clip detached. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.